Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a leak of blood product occurred at the engagement between the blood bag spike and the tubing. The event occurred as the nurse spiked and hung the transfusion bag. No patient harm occurred.

Event description:
It was reported that a leak of blood product occurred at the engagement between the blood bag spike and the tubing. The event occurred as the nurse spiked and hung the transfusion bag. No patient harm occurred.

Manufacturer narrative:
The customer¿s report of a leak at the engagement between the blood bag spike and the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Closer inspection of the leak under a lab microscope observed a hole in the tubing. No other leaks were observed throughout the tubing. Functional testing showed a leak from a tear in the tubing right below the spike. No further testing could be performed due to the hole in the tubing. The root cause of the tear damage could not be determined.